Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stent implantation was unsuccessful and the coil was used for filling. However, the coil escaped and was captured by the solitaire ab stent, resulting in bleeding in the distal vessels. All pieces of the device were removed from the patient. The coil was occluded, bleeding occurred, the blood vessel was hemostatic, and then the coil was retrieved. There was no damage to the pipeline or catheter observed. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was resistance during retrieval as well.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex pushwire and phenom 27 catheter were returned inside the inner pouch, biohazard bag, and shipping box. The braid was not returned. Damage location details: the tip coil was found to be kinked. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The pushwire was found to be separated proximal to the dps sleeves. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 7.0cm to 18.0cm from the distal tip. No other anomalies were observed. The broken end was sent out for sem analysis. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issue; however, resistance was observed at the damaged locations. Per the sem results, the broken end failed via rotational overload. Conclusion: based on the returned devices, the customer's complaint was confirmed, as the pushwire was separated proximal to the dps sleeves, with the broken end showing evidence of failure due to rotational overload. The damages observed on the catheter (accord ioning), tip coil (kinking), and hypotube (stretching), and pushwire (separating) suggest that a high force was applied. It appears that these damages may have occurred when the customer attempted to advance/retrieve the pushwire through the catheter against resistance. However, the cause of this resistance could not be determined. Possible causes of the resistance include vessel tortuosity and a lack of the continuous flush during delivery. The customer indicated that the continuous flush was used, which rules out this factor as a potential cause. Although the customer indicated that a continuous flush was used, which rules out this factor, vessel tortuosity remains a possible cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional informatin receivwed reported the coil that escaped was a medtronic coil. It was removed from the patient's body and discarded. Ancillary devices: echelon45 catheter 0229660634, rebar18 catheter b632769, sab-4-20 stent b666627, qc-2-3-helix coil 227626141, qc- 1.5-2-helix coil 228268575.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229500085); implant date n/a; explant date n/a product ID fg15150-0615-1s (lot: 229500085); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a pipeline embolization device for a right c5 segment intracranial aneurysm, several procedural issues occurred. The aneurysm had an amorphous morphology with a maximum diameter of 2.1 mm and a neck diameter of 2*1.6 mm. The access vessel was the right femoral artery with a diameter of 7 mm. Dual antiplatelet treatment was administered. During the procedure, increased tension was noted in the shapable microcatheter after the stent delivery, and the stent could not be pushed forward despite multiple attempts. They withdrew the stent back to the sheath and removed the microcatheter to check and found there was the issue with the contact port push. The stent was deployed in vitro in a good shape, and the shapable microcatheter was replaced to deliver the stent, but after half of the stent was delivered, it could not be pushed forward. Repeated attempts failed to push it forward. Catheter resistance was encountered in the middle section, and the push wire broke during the operator's process of withdrawing the stent in the microcatheter. The devices were prepared and flushed according to the IFU.